Event description:
On 09 jul 2010, global safety spoke with the nurse practitioner who reported that the pt was at high risk because of diabetes and co-morbidities. The pt's wife told the practitioner that while they were at home, they kept getting a leak alarm and so kci technical support was called and instructed to apply more v.a.c. Drape. When the nurse evaluated the pt, the fourth toe was deep purple in color. The plastic drape was wrapped around the fourth toe circumferentially. The spouse reported to the nurse that she was trying to stop the leak and applied more drape. The nurse then released the drape, the toe became hyperemic then over time, gangrenous requiring amputation with amputation of the fifth toe which was not damaged but was felt by the surgeons to be at risk. The second toe had become gangrenous and was removed at the same time. On an unk date, the pt was discharged home in stable condition. Initial report was provided (B)(4).

Manufacturer narrative:
Device labeling, available in print and online, states circumferential dressing application: avoid use of circumferential dressings except in the presence of anasarca or excessively weeping extremities, where a circumferential drape technique may be necessary to establish and maintain a seal. Consider using multiple small pieces of v.a.c. Drape rather than one continuous piece to minimize the risk of decreased distal circulation. Extreme care should be taken not to stretch or pull the drape when securing it, but let it attach loosely and stabilize edges with an elastic wrap if necessary. When using circumferential drape techniques, it is crucial to systematically and recurrently palpate distal pulses and assess distal circulatory status. If circulatory compromise is suspected, discontinue therapy, remove dressing and contact a physician.